Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 400mg/dl. The customer was treated with bolus for high blood glucose level. The customer declined troubleshooting for high blood glucose. Customer was not used auto mode feature. The insulin pump will not returned for analysis.